Manufacturer narrative:
The bio-console instrument was returned from the medtronic technical service european operations center to the u.s. Structural heart service depot where the reported motor speed issue was verified. Inspection of the device found the motor speed to intermittently become erratic and then ramp up out of control. The cause for the motor issue was isolated to the motion/pressure module component of the instrument.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information reporting that after priming, during the recirculation time prior to the patient procedure, the 560 bio-console displayed error codes (46, 47, 52) and the flow rate changed from 2 to 9 liters. The operator reportedly did not change the flow rate, and did not know what the displayed motor drive speed (revolutions per minute) was either before or after the flow change occurred. It seemed that the actual flow rate increased in correlation with the displayed flow rate, but the operator was not certain of this detail. The 560 bio-console was replaced with a 550 bio-console prior to starting the procedure and there was no resulting adverse patient effect.

Manufacturer narrative:
Initial inspection of the 560 bio-console in the medtronic technical service european operations center verified the reported motor drive error code and speed issue. To verify whether the performance anomaly was with the bio-console instrument itself or the external drive motor, testing was performed using the complaint instrument and a stock external drive motor. The reported problem was reproduced. Therefore the source of the problem was thought to be with the bio-console instrument. Review of the 560 bio-console event data log indicated that the motor speed (revolutions per minute) stopped functioning according to user control. The instrument will be returned to the u.s. Structural heart service depot for further analysis and investigation. (B)(4).